Manufacturer narrative:
A label discrepancy was identified. The shelf box and pouch labels on the subject device are matching and contain the correct information. The patient labels contained discrepant information. The case was completed successfully and the correct device sizing was selected, as the outer box label is accurate and used to select implant sizing. The occurence causes no risk to patient but can lead to confusion to the end user. There was no reported adverse event but the occurence is being reported to maintain vigilance. The DHR for pn 2316-0314-n, lot tm0112381 was reviewed and the retained patient labels contained the incorrect information. Product with labels printed within 1 day of the identified lot were reviewed to verify they contained retain labels that matched the product. No additional devices were found to have discrepant labeling.

Event description:
It was reported the patient labels within the implant box do not match the labels on the outer packaging, used to select the device. The ibd was successfully implanted and was the correct size the surgeon requested.